Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a falsely depressed loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl 200 system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on the same dimension exl 200 system. Higher results, considered correct, were obtained. One of the higher reprocessed results was reported as the correct result to the physician(s). There are no known reports of patient intervention and adverse health consequences due to the falsely depressed loci high-sensitivity troponin I (tnih) result.

Manufacturer narrative:
Additional information on 04-oct-2023: siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. The investigation of the event is consistent with the partial delivery of a reagent or sample, but cannot be confirmed with the available data. Repeat of the same sample yielded the expected result(s). The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00207 was filed on 29-sep-2023.